Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip xtr (lot: 40808r1043) was chosen for implantation. Capture of the leaflets was difficult and imaging was poor. After implant, the device detached from anterior leaflet (single leaflet device attachment (slda)). Tissue damage was observed. The patient also developed an atrial septal defect due to the steerable guide catheter (sgc). Patient was experiencing difficulty breathing due to the atrial septal defect. The same day (B)(6) 2025, the patient underwent valve replacement surgical intervention to explant the slda and repair the atrial septal defect.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda and difficult imaging were due to patient anatomy. The cause of the reported difficult to capture leaflet and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.